Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2017 with the following findings: during investigation, the keypad was found to be peeling off the pump. The ok keypad button was found to be intermittently unresponsive. All other buttons responded appropriately. The keypad cover was removed and contamination was found under all the button contacts. Unrelated to the complaint, investigation revealed cracks in the battery compartment and the threads were observed to be stripped. The battery cap was not able to secure tightly, but was able to hold for testing.